Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced due to an unrelated issue. The device underwent functional testing including a fluid pressure test, which discovered the upstream sensor fluid readings to be out of specification. The air in line alarms were verified through a review of the event history log and found to be caused by an failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. There was no known patient injury or medical intervention associated with this event. No additional information is available.